Manufacturer narrative:
This report is submitted on january 17, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant site 3 days post-operative. Subsequently, the patient developed an infection and wound aspiration was done. The patient also treated with IV antibiotics and steroids; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023 and the patient was hospitalized for wound care. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on december 08, 2023.